Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Additional information has been requested, but has not yet been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the lactosorb pectus stailizer broke & was explanted. It is unknown when it was implanted or explanted, this information has been requested, but has not been received.